Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of "high"; specific value not provided, and a ketone level identified as life threatening by a healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.